Event description:
It was reported that when the hpv shot was given the liquid shot out the side at the shot/ needle connection area and the administration was stopped there was patient involvement and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.